Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set underinfused. The tubing was observed kinked while in the packaging. "Once installed in the volumetric pump, the kinked section of the tubing prevents adequate flow of the solution". There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device as received for evaluation. Visual inspection was performed using the naked eye, which observed that all components were correctly placed and according to the specification. However, a kink was observed in the 3-inch tubing. Functional testing was performed, including clear passage and pressure testing. And no leaks or blockages were observed. Additional pull testing was performed, and no defect was found. The reported condition was not verified. A batch review was conducted, and there were no deviations found related to this reported condition, during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.